Event description:
It was reported the pt underwent a coronary angiogram and left ventriculogram in 5/2003 for symptoms of chest tightness/pressure and an abnormal stress test. The results revealed normal coronary arteries and left ventriculogram. An angio-seal device was deployed without difficulty following a preplacement angiogram. The pt tolerated the procedure well. The pt presented in 6/2003 complaining of claudication symptoms in the right leg. A femoral angiogram revealed a stenosis at the origin of the right superficial femoral artery (sfa) and the pt underwent exploratory surgery of the right femoral artery in 2003. The previous arteriotomy site was noted above the common femoral artery; a small hematoma was present with mild active bleeding. An arteriotomy was created; a foreign body and thrombus were removed from the bifurcation of the common femoral and superfical femoral arteries. A patch angioplasty was performed and the bleeding was controlled with surgicel and pressure. The pt was reportedly in good condition following the procedure and was released from the hosp in 6/2003 with no further complications.